Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a pump was defective. The reporter was unable to provide any additional information at the time of the complaint. This complaint is being reported because a defective pump may contribute to a lack of insulin delivery. There was no serious injury associated with this complaint.